Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (uncomfortable stimulation). X-rays confirmed one of the lead (model 3286) was flipped. Consequently, surgical intervention was taken wherein the lead was explanted and replaced with another model which resolved the issue.